Event description:
A 55 cm solera plus was used for treatment of ilio-femoral dvt. The pt was diagnosed with lung cancer and presented with acute (6 days) dvt of the left lower extremity (popliteal to ivc). The pt was placed on a heparin drip. The following day, the treatment area was accessed via the ipsilateral popliteal vein and the solera plus was inserted for maceration of the thrombus. The device performed as intended and upon viewing the completion venogram, the physician noted the vein walls appeared "too smooth." Shortly thereafter, the pt developed a pulmonary embolism (confirmed by angiogram) and went into cardiac arrest. An attempt was made by the physician to aspirate the embolism with a catheter and resuscitate the pt, unsuccessfully. The pt subsequently expired. The physician insisted that the device performed as intended and that he would be inclined to use embolic protection in future cases similar to this one.